Event description:
Report 1 of 2. It was reported while using bd vacutainer® sst¿, oil gel globules were seen inside an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855 a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received four photos for investigation. The photos were reviewed and showed the tip of an automatic analyzer covered in gel residue. A visual inspection was performed on 30 retained samples from lot number 5093427 for gel defects, and all samples passed. Similarly, 30 retained samples from lot number 5105263 were visually inspected for gel defects, and all samples passed. Complaints for sample quality are under statistical control for the month of (B)(6) 2025. At this time, further testing is not indicated. Based on a review of the device history record for lot 5093427, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. The device history record for lot 5105263 revealed a quality notification for gel airbubbles was generated. However, all lots passed all in-process and final quality checks for lot release. This complaint has been confirmed for the lots 5093427 and 5105263, for the indicated failure mode: oil gel globules. Based on a review of batch records, the gel airbubbles found in lot 5105263 was identified as a contributor to the customer reported defects. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
Report 1 of 2 it was reported while using bd vacutainer® sst¿, oil gel globules were seen inside an unspecified number of tubes. No adverse impact was reported regarding the patient or user.